Event description:
Edwards received notification that this patient with a 23mm aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 11 years and 3 months due to degeneration leading to stenosis. A 23mm transcatheter valve was successfully implanted. As reported, during the viv procedure the patient had a stroke event. The patient was noted as to be stable and discharged but with permanent neurological deficits. As per medical opinion, the surgical valve did not fail prematurely.

Manufacturer narrative:
H10: additional narratives: updated b5 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional narratives tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 11 years and 3 months due to degeneration leading to stenosis. A 23mm transcatheter valve was implanted. The patient was noted as to be hospitalized in critical condition after the procedure.